Event description:
It was reported that the patient suspects premature battery depletion. Since the patient is from outside the us and has not been able to be contacted no further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).